Manufacturer narrative:
Osypka medical is the MFR of the st. Jude medical model 3085 external pulse generator/ temporary cardiac pacemaker involved in this event. St. Jude medical informed osypka medical (USA) on 10/11/2006 about customer complaint. Osypka medical (USA) contacted complainant by phone on 10/12/2006 and asked for return of the device to MFR. Osypka medical (USA) rec'd device on 10/13/2006. Osypka medical (international) rec'd device on 10/24/2006. On 11/02/2006, president of osypka medical, visited cottage hosp and met with rn in charge of pacemakers, and clinical mgr ICU. President returned the repaired pacemaker and rec'd the two other pacemakers for voluntary functional and safety check. Both pacemakers were determined working according to their specs. Investigation: the atrial pacing channel was tested within spec. The investigator confirmed the failure of ventricle pacing described in the complaint. No matter whether ventricle lead was connected or not, the pulse generator always indicated disconnected lead for ventricle channel with the open lead symbol on the upper display and no stimulation pulse were emitted. The failure of pacing was caused by a defect component (mos transistor) in the electronic circuitry. After replacing the defect component the proper functioning of the device was re-established. The device was mfg in march 2003. The inspection of the final test protocol and other quality records did not reveal any deviations regarding its spec or the fabrication process. After repair the device was subjected to a 48 hrs run with temperature cycling (20 degrees c/2h/40 degrees c/2h). The device passed the final test. Corrective actions: because of a single component defect there is no necessity for corrective actions.